Event description:
During manufacturer review of a vns patient's programming history, it was noted that on (B)(6) 2008 the initial interrogation was 1ma/20hz/500pulsewidth/30sec on/60min off. No changes were made to the settings. At the previous office visit on (B)(6) 2007, the settings had been 1.5ma/30hz/500pulsewidth/30sec on/90min off. It is suspected a faulted systems diagnostics test occurred at some point between (B)(6) 2007 and (B)(6) 2008 with an unknown vns programming system. Clinic notes were also received to the manufacturer which noted the patient's off time was still set to 60 minutes. Manufacturer follow up with the physician revealed he is aware that a programming anomaly may have occurred and he is aware that 60 minutes off is not a therapeutic setting.